Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, there was an increase in pacing threshold, after the tether was removed. The ipg was re-tested after 10 minutes and threshold was within acceptable range. This leadless ipg was retrieved using a 25 millimeter single loop snare. The device was pulled across the tricuspid valve and explanted. Transoesophageal echo during the procedure revealed trivial to mild tricuspid regurgitation (tr) seen pre-procedure, and after leadless ipg retrieval mild-moderate tr noted with eccentric jet and redundant chordae. A different device was implanted in an apical position. No further patient complications have been reported as a result of this event.